Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer called in to report that they encountered error 31221, and all the universal surgical manipulator (usm) light emitting diodes (leds) were red. The customer had power cycled the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and noted that the error was pointing to the endoscopic controller power distribution (ecpd). The tse had the customer power down the system, check all blue fiber cable connections, restart the system, and perform an emergency power off (epo); however, the issue persisted. The tse confirmed with the customer that all system components (endoscope controller, video processor, and core) were powered on with a blue power led indicator. There was no reported injury. On 03-june-2022, isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no errors were noted. The procedure was converted to laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse powered on the system without error. The fse reviewed the system log and identified error 31221 pointing to a power supply issue with the endoscope controller (ec). The fse swapped the power cords on the ec and video processor (vp). The fse also cleaned and reseated all connectors on the ec. The system was tested and verified as ready for use. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk3959. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.